Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Two perclose proglide devices are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation found the plunger, suture, link, needles, and cuffs were not returned. Without the return of these components, the scope of this investigation was very limited and the reported product experience could not be confirmed. There was no needle strike mark at the posterior foot to suggest that a posterior cuff miss might have occurred, which would result in a failure to retrieve the suture and could appear similar to the reported experience. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no abnormal observations. There were no contributing factors that could be identified. Based on the investigation findings, the reported product experience could not be confirmed and a definitive cause could not be determined. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that a physician attempted placement of the proglide sutures using the pre-close technique prior to a abdominal aortic aneurysm procedure in the common femoral artery. Reportedly, three out of six devices being used did not work properly, the filament had "cut" and came out from the device without attaching to the artery wall. Hemostasis was achieved with additional proglide devices. The physician was trained in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.